Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual inspection of the returned sample confirmed that the el5ml device was received inside its packaging opened. The package was inspected; however, no damage was observed. Examination of the seal area showed evidence that the package had been properly sealed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no packaging defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Device history review a manufacturing record evaluation was performed for the finished device lot a97y0f number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # a97y0f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the package already open before surgery. No further details were provided. No patient consequences reported.